Event description:
There was an allegation of questionable creatinine plus ver.2 results from the cobas 8000 c702 module. Sample 1 initial result was 5.3 mg/dl and the repeat result was 1.3 mg/dl. Sample 2 initial result was 4.4 mg/dl and the repeat result was 1.4 mg/dl. Sample 3 initial result was 4.5 mg/dl and the repeat result was 1.0 mg/dl. The repeat results were believed correct.

Manufacturer narrative:
The reagent lot number was 75442501 with an expiration date of 31-jul-2024. The field service engineer found the sample probe was compromised. The customer replaced the sample probe and performed maintenance. The investigation determined the service actions/maintenance resolved the issue.